Event description:
It was reported that the patient, who was noted to be pediatric, had been sent to the hospital several times before due to "convulsion." Recently, the clinic confirmed that there was a lead fracture. It was further noted that there was high impedance and high thresholds. The lead remains in use. Additional information obtained noted that the cause of the "convulsions" is unknown and no information suggested it was related to the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product: e2sr01 implantable pulse generator (ipg), implanted: (B)(6) 2008.